Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status. The device was implanted for approximately 2 months and 7 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the far-field channel of episode 75 and in the ventricular channel of episode 87. The current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. Next, the ICD was subjected to an electrical analysis. The impedance measurement functions as well as the pacing functionality of the device were thoroughly tested. The measured impedances were chronically too high and the amplitudes of the pacing pulses did not correspond to the programmed values. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that a transistor had been damaged, leading to the observed symptoms. Based on the characteristic of the identified damage, the damage was most probably caused by the reported external defibrillation. In general the ICD is protected against the high voltage discharge during an external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In addition, the manufacturing process of the device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the patient underwent external defibrillation due to persistent af several times. After the latest external defibrillation it was seen in home monitoring that all impedances measured on the device went out of range (too high) and the device issued a power consumption warning. Patient was not pacing dependent. The device was explanted. Should additional information be received, this file will be updated.